Manufacturer narrative:
Returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous hypotube kinks. The balloon was tightly folded. There was contrast and blood in the inflation lumen, and blood in the guidewire lumen. There was an 8mm tear starting at the port weld and extending distally. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm a balloon rupture but did confirm shaft damage which would have prevent the balloon from inflating.

Event description:
It was reported that balloon rupture occurred. A 15mm x 4.50mm nc quantum apex balloon catheter was advanced for dilation. However, after insertion, the balloon ruptured without being inflated. The procedure was completed with another nc quantum apex balloon catheter. No patient complications were reported.